Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user reported that his memoir pen was repeatedly going into reset mode. The device (lot 0709c04, manufactured september 2007) was returned for investigation. Reset mode and additional segments in the dose numbers were observed. The detailed investigation determined that liquid ingress produced rust, residue and corrosion throughout the device's assemblies causing the additional segments and recurring reset mode in the display. Corrosion of the copper pads underneath the lcd cable generated deposits that produced an electrical short. This caused an 8 to display in the one's digit instead of a 0 when in ready mode. The additional segments malfunction was confirmed and may result in an inaccurate dose of insulin. Corrective actions - a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a (B)(6) male patient of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported to be shutting off when the injection button was depressed and have dashes in the dose and time display. This humapen memoir burgundy pen was associated with product complaint (B)(4), lot 0709c04. The returned device was found to have an extra segment in the dose display. The operator of the device was the patient. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4) 2010. The humapen memoir burgundy pen was not continued. Update 21-oct-2010: additional information received 20-oct-2010 via the global product complaint database. Added device specific safety summary. Amended EU/ca fields.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a (B)(6) year old male patient of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported to be shutting off when the injection button was depressed and have dashes in the dose and time display. This humapen memoir burgundy pen was associated with product complaint 1416096, lot 0709c04. The returned device was found to have an extra segment in the dose display. The operator of the device was the patient. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2010. The humapen memoir burgundy pen was not continued.